Manufacturer narrative:
The device was returned for analysis. The reported ¿no blood seen from the marker lumen¿ was not confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device with a 7f sheath after a percutaneous coronary intervention. Reportedly, after insertion into the anatomy, there was no blood seen from the marker lumen. The proglide was advanced and retracted, yet there was still no marker lumen blood flow. Fluoroscopic imaging revealed the device was in the vessel. The guide wire was removed and the device retracted and advanced again with no change. The device was removed. Another proglide device was deployed with the knot advanced to the arterial wall; however, blood continued to spurt from the access site after use. The bleeding was noted to be more than pulsatile blood flow. Manual arterial compression was used to achieve hemostasis. There was a reported clinically significant delay in the procedure. No additional information was provided.